Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the reported pain at the cls implant site and anchor implant site cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites." Anchor information: brand name: direct clamp active anchor kit. Model: 104523. Catalog: 3043. Lot/batch number: 9018143611. UDI: (B)(4).. Expiration date: 15 october 2026.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and anchor implant site. X-rays and a complete blood count (cbc) were performed; however, an infection was not detected. The patient received pain injections in the soft tissue around the cls implant site to resolve the reported event.